Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a backup vvi alert when interrogated. After verification, the device was interrogated again and found to function normally. The patient will be monitored.